Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implanted: (B)(6) 2010.

Event description:
It was reported that during the implant attempt, the helix would not extend fully on the right ventricular (rv) lead. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.